Manufacturer narrative:
Model #: this model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device met all manufacturing and sterilization specifications. Cause of death has not been provided. Source and type of infection has not been provided. No patient information or list of medications or operative report has been provided. The device is not available for return as it has been discarded. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Without additional information from the health care provider, we are unable to conclusively determine the root cause for explant of this device.

Event description:
The following report was received: patient underwent surgery for aortic valve replacement. After 10 days, he was discharged in good condition; whereas, 2 days later, the patient was re-admitted to hospital with fever and had developed endocarditis in the prothesis implanted and the other original valves. The patient had to be submitted to another surgery to replace the valve but the patient died during the procedure. No additional information has been provided.